Event description:
Reporter calling stating "my hearing aids are not working." Reporter states he purchased the nano cic rechargeable hearing aids online however after receiving them they are failing to work for him. Reporter states there is no change when he presses the volume button on his hearing aids and they have not helped his hearing. Reference report: mw5146838.